Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report for "high impedance" was observed during the review of event logs. However, the reported problem could not be duplicated. The device was put through extensive testing including bench handling, power cycling and functional stress test without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.